Event description:
A customer reported a cgm error 42, which indicated a potential issue with their continuous glucose monitoring system. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by providing information for a complete pump reset, guiding them through the process. After the reset, the error did not reoccur, and the customer was able to successfully start their sensor session.